Event description:
Endurant and endurant ii stent graft systems were implanted for the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported: type ia and type ib endoleaks. The cause of the endoleaks are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of outcomes following evar based on aneurysm diameter and volume and their postoperative variations montelione et al, ann vasc surg volume 74, p183-193, july 01, 2021 https://doi.org/10.1016/j.avsg.2020.12.048. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.